Event description:
In 2009, the pt reported she had an elevated blood glucose reading of 241 mg/dl this morning and her current reading is 541 mg/dl. Her normal range is 100-110 mg/dl. She said, she treated her morning reading by changing her insulin infusion headset, but her readings did not decrease. She stated she sees air bubbles in her infusion set tubing. She was advised to prime out the air bubbles. On follow up with the pt five days later, she said her readings are better. She said, she thinks she had a bad insertion site and that she had inserted her infusion headset into scar tissue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.